Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available. The patient was reported to be (B)(6).

Manufacturer narrative:
(B)(4). Additional information:the reported issue could not be confirmed, as a sample was not returned for evaluation. Therefore the root cause could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. Per baxter labeling, if a needle must be used, insert small gauge needle into perimeter of septum. Instructions for use were reviewed with the customer.

Event description:
It was reported that an interlink intravenous catheter extension set experienced a no flow. This occurred while a blood draw was attempted from a patient. The facility reported that the set was initially flushed easily with saline, but then was not able to draw blood after accessing the interlink injection site. There was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available at this time.